Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05649. It was reported that balloon rupture occurred. The target lesion as located in a coronary vein. Two 10.0 x40, 135cm charger¿ balloon catheters were used for dilatation in a stenting procedure. However, upon inflation, both balloons ruptured. The procedure was completed with a different device. No patient complications were reported.